Manufacturer narrative:
Occupation is lay user/patient the meter was requested for investigation. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
We received a report of an issue with the meter display on coaguchek xs meter serial number (B)(4). The customer stated the meter display was missing segments from the last digit in the result field of the screen and was not able to read the result. The customer reported no damage to the meter and no other segments were missing.

Manufacturer narrative:
The meter was returned for investigation. Missing segments were observed during the investigation.the meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board was contaminated. The observed contamination can temporarily lead to the reported display issue. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.